Event description:
A complaint was received from the parent of a glucometer elite user. Patient states that only the top half of the display is working. While on the phone a review of the system was conducted. It was learned that indeed these segments were in fact missing. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.